Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 2 of 2 reports of medical intervention that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The event date is an approximation. On (B)(6) 2025, the patient experienced symptoms including lightheadedness, weakness, vomiting, dizziness, dry mouth, and lethargy approximately eight days after sensor insertion in the arm. At the time, the receiver displayed a reading of 300 mg/dl. A family member transported the patient to the hospital for evaluation. Upon arrival, the patient¿s blood glucose level was measured at 650 mg/dl. The patient was unable to recall the sensor reading at that time. The attending physician diagnosed diabetic ketoacidosis (dka) and administered insulin via IV drip and injection daily throughout the hospital stay. The patient remained hospitalized for six days. These details reflect the patient¿s recollection of the event. At the time of reporting, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.